Manufacturer narrative:
Additional information: a return sample was not available for investigation. However, a detailed investigation of the batch review found no discrepancies (includes non-conformance/deviations). To conclude, there is not enough information to determine if the product did not meet specifications and perform as intended. Product monitoring reviews will monitor for product trends if the issue were to reoccur. No further actions are required at this time and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No harm was reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Expiration date: 06/2020. Device manufacture date: 06/2015.

Event description:
It was reported the "smaller tubing that [splits] from the main [oxygen] tubing easily kinks" during use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted as the device was returned for evaluation. The evaluation found that no kinked tubes were found on the nasal cannula product. It was noted that all of the tubes were free of kinks and the reported quality issue could not be confirmed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).